Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 5.0 inr. At the same time, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. The patient's medication dose was changed to 2.5 mg. For one week based on the result. The patient's usual dose is 3.4 mg. And is usually quite stable. On (B)(6) 2019, the patient was tested and had a result of 2.0 inr. The general practitioner increased her dosage to 2.0 mg. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient was not sure which test strip lot number she was using at the time of the event, but thinks it could have been 33046012. There were no records of changes in medication or incidents reported for this patient. There were no records of diet changes for this patient. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.